Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no issues were identified during the DHR review or lot release testing, and the retained sample analysis did not reproduce the defect, the reported issue could not be confirmed. The most probable cause is the use of an inappropriate syringe or incorrect execution of the procedure. The recommended syringes for use with bd-manufactured spinal needles are luer lock syringes. Based on all available results, neither the defect nor the root cause can be confirmed.

Manufacturer narrative:
Initial submission, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: leakage from luer lock connection between syringe and spinal needle when did the incident occur? During use. No harm to patient. Drug was bicain spinal.